Event description:
According to the reporter additional information received: the doctor could not tell if the clips were loading properly before firing because of the angle of firing and visibility. The artery and cystic duct that were cut by the clips would have been cut as part of the procedure. Endo loops were used to remedy the issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Based on the follow up received from the account, this complaint is now considered a malfunction and no longer a serious injury.

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: the clip applier scissored and cut the tissue instead of clipping the structure. The current status of the patient is that they are recovering. There was no unanticipated tissue loss or blood loss over 500 cc. The incision was not extended by more than one inch. Surgery time was not delayed by more than thirty minutes. No device fragment fell into the patient. Follow up questions sent to the reporter.